Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. The reported issue cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip arthroplasty approximately twelve years ago. Subsequently, the patient is being considered for a revision on an unknown date for cobalt in the bloodstream causing cognitive decline. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). D9: implant date 2011 d10: cat# unknown lot# unknown - unknown stem cat# unknown lot# unknown - unknown cup multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00135 0001822565-2024-00140. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.